Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with laparoscopic assisted vaginal hysterectomy and left salpingectomy due to sui, pelvic pain and dysmenorrhea. It was reported that the patient underwent a cystocele/rectocele repair on (B)(6) 2007 for urinary leakage. It was reported that the patient underwent a cholecystectomy in 2011. It was reported that the patient underwent a robotic-assisted diagnostic laparoscopy with lysis of adhesions, excision of exposed mesh, bilateral salpingo-oophorectomy and cystoscopy on (B)(6) 2012. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted due to stress urinary incontinence. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures, including a mesh revision on (B)(6) 2012 due to mesh exposure, urinary frequency, pelvic pain and pelvic organ prolapse. No additional information was provided.

Manufacturer narrative:
.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2007 and a mesh was implanted. It was reported that following insertion the patient experienced extrusion, infection, urinary/bowel problems, organ perforation, recurrence, bleeding and vaginal scarring. It was reported that patient underwent mesh revision on (B)(6) 2012, due to mesh exposure, urinary frequency, pelvic pain and pop. No additional information was provided.